Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring: black customer reports: cracked case. Per visual inspection: unit received with blank display. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window, case and keypad overlay. Faded serial number label. The p-cap / reservoir locked properly. Unable to perform displacement test due to blank display anomaly. Unit was cut open and electronic stack and motor removed. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting at pcba1, pcba2, motor and force sensor flex connector traces. It was determined the blank display was de to the ingress of water corroding the electronic assembly and causing electrical shorting. In summary, customer allegation cracked case is confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.